Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was able to successfully log in; however, only the default menu was displayed. The user was unable to access or view the "my patient list". The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) confirmed that the user was assigned to the areas listed under the station. The system functioned as intended after the technical support specialist assessed the device.